Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to recognize the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported condition was observed, but is normal device operation. By design, the device does not prompt the pads type until after the self-test passes. The investigation is being closed as the device performed to specification. Analysis of reports of this type has not identified an increase in trend.